Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon was attempting to clamp on a vessel or a tissue bundle. The surgeon did not experience any issues with the instrument motion when using the instrument. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was also unrelated to the unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The subject clip applier was not used. The site used a back-up instrument. The instrument is available to be returned. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument had a loose cable while attempting to clip onto a vessel. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.